Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer was reported to be experiencing a state of confusion and loosing consciousness. It was also reported the customer ran into a wall. It was not specified whether the customer required medical attention due to this. Further, it was reported the customer was unable to self-treat due to the reported event, requiring treatment consisting of sugary drink/juice, and being fed "sweats" and peanut butter with crackers by third-party. There were no reports of treatment by a healthcare professional (hcp). No further details were provided. There was no report of death or permanent impairment associated with this event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Additional visual inspection has been completed, and no issues were observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.